Event description:
Major pump unit(s) involved: drive unit failure.additional text: external controller.specific component(s) involved: external controller malfunction.additional text: external controller.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: external controller malfunction.